Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5423 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refx5423) have been reported from the same facility.

Event description:
It was reported "the clinicians stated that they cannot feed the wire through the port upon insertion due to fraying of the wire itself." It was reported this occurred with two devices. This report addresses the second device.